Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, "intraoperative fracture or breaking of instruments has been reported." Device availability - the device is reported to be available for evaluation; however, it has not been received by legal manufacturer to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported the patient underwent an initial total knee arthroplasty on (B)(6) 2016. During the procedure, the tip of the drill fractured. The fractured piece was removed from the patient. Another device was used to complete the procedure without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported the patient underwent an initial total knee arthroplasty on (B)(6) 2016. During the procedure, the tip of the reamer fractured. The fractured piece was removed from the patient. Another device was used to complete the procedure without delay.